Event description:
Twenty years ago, patient underwent bilateral breast augmentation with approx. 200ml. Size silicone get prostheses in the subglandular position. Over the past 5 - 7 years, she developed worsening capsular contractures & a hard painful left breast as a result of this. On 5/5/97 she underwent removal of the implant. The implant was grossly ruptured. Great care was taken to meticulously remove all possible fragments of silicone gel as well as removing the entire capsule that surrounded the implant.